Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a two minute timeframe on the precision xtra blood glucose meter. There was no report of death, serious injury, or mistreatment associated with this event.